Event description:
A male underwent initial aaa repair in 2005. The patient received a zenith main body, two zenith iliac leg grafts and went without reported incident. In 2009, the patient underwent a secondary procedure to treat a migration of the left iliac leg graft. The leg graft had migrated out of the common iliac and into the aneurysm sac. An additional zenith iliac leg zt graft was placed into the external iliac artery. The status of the patient is unknown.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to graft migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria. Anatomical conditions. Proper ballooning sites. Sizing requirements. Proper patient follow-up. No definitive root cause can be reported at this time. It is unknown for certain which way the device migrated. Based on the provided description, it appears the device moved proximally. Furthermore, without films/images of the original, and follow-up, procedure, it cannot be determined with certainty that the distal sealing stent had moved from its original location. It may be possible that the aneurysm continued to grow distally into the iliac artery compromising the distal sealing stent against the vessel wall giving the appearance the device migrated proximally. This cannot be concluded at this time. We will continue to monitor for similar incidents.